Event description:
Removal of painful vaginal mesh. The patient had undergone a vaginal hysterectomy, bilateral salpingectomy, and monarc tot sling placement approximately three years ago. She had persistent stress incontinence as well as urgency incontinence after this as well as pelvic pain and dyspareunia thought to be related to the monarc tot. On exam in clinic, the area of the mesh sling was tender to palpation.